Manufacturer narrative:
Patient identifier not available from the site. A remote medtronic representative talked the on-site medtronic representative through closing imaging system door manually and rehoming controls for the system. No further issues. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when trying to place the imaging system around the patient, the drape became lodged in the system door. After removing the drape, the gantry was moving with minimal movement and the system would display a collision zone error. Delay of approx 10 minutes, and then aborted medtronic imaging and navigation. The surgeon chose to proceed with the use of a different imaging system. There was no impact on patient outcome.